Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: model: 694765 lead, implanted: (B)(6) 2016.

Event description:
It was reported that the patients right ventricular (rv) lead was found to be sensing p-waves, and increased sensing integrity counter (sic). A lead dislodgement was verified. During the lead revision procedure it was discovered the rv lead was completely out of the right ventricle and in the right atrium with all of the lead slack up in the device pocket. The physician had to uncoil and untangle the lead and in doing so, the lead pulled completely back and was removed. It was also noted that the implantable cardioverter defibrillator (ICD) had migrated from the pocket into the patient's left breast by manual manipulation by the patient, which dislodged the lead. The lead was removed and replaced and the ICD remains in use. No patient complications have been reported as a result of this event.